Event description:
The event reportedly occurred around (B)(6) 2025. The patient was wearing a pod on the abdomen for an unknown duration at the time medical attention was sought. According to the parent, the patient experienced persistently elevated blood glucose values that displayed as ¿high,¿ with no numeric values available. The patient developed persistent vomiting and was unable to tolerate oral intake, prompting emergency medical services transport to a hospital. The patient was hospitalized for approximately three days and discharged around (B)(6) 2025 (exact dates unavailable, as the parent could not recall them). According to the parent, the hospital diagnosed severe dehydration and diabetic ketoacidosis. Treatment reportedly included potassium administration due to dehydration, followed by intravenous fluids. No blood glucose numeric values were available, as the display reportedly only indicated ¿high.¿ the pod involved was discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis.